Event description:
A (B)(6) male pt contacted zoll customer support to report that his would not respond when asked to "activate device, press response buttons". The pt stated that the plastic was missing off of one of the response buttons. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor not responding, response buttons not working) has been confirmed. Upon inspection, it was found that the both response button domes were missing. This would not allow the monitor to power on past the splash screen. The root cause of the inoperative response buttons cannot be positively determined, but was likely a result of physical damage. No adverse event resulted from the inoperative response button. The pt was issued a replacement monitor.